Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, the patient experienced sick sinus syndrome/asystole with dizziness and sweating. The patient's hospitalization was extended. Medication was administered as well as transcutaneous pacing. The patient had a permanent pacemaker inserted, and was later discharged from the hospital. The case was completed with cryo. No further patient complications have been reported as a result of this event.